Manufacturer narrative:
This report is submitted on may 16, 2023.

Event description:
Per the clinic, the patient was a non-user and requested the removal of the abutment. The abutment was removed under a general anaesthetic on (B)(6) 2023.